Event description:
Based on complaint report or investigated failure mode, there was potential for a staining alteration. Customer complaint record reported the event as follows: uneven staining. No direct or indirect patient harm or user harm have been reported.